Manufacturer narrative:
D1./d4./g4. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that aortic stenosis and moderate aortic regurgitation secondary to structural valve deterioration was seen to a patient with a 19mm pericardial aortic valve after implant of unknown period. Reduced leaflet mobility was seen. The patient had symptom of heart failure and dyspnea on effort. Valve-in-valve procedure is under consideration. The patient was an 85-year-old female. The device was originally implanted for avr. Following information was asked, but the answers were unavailable from the customer: duration of implant, if the event was related to device malfunction, patient's outcome, device to replace, occurrence date, serial number, diagnosis at implant and where the device was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The device history record (DHR) was not reviewed as the device serial number was not provided. Since the implant duration of the valve is unknown, as a conservative approach, an implant duration of both less than 5 years and greater than 5 years is being considered. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.